Event description:
Customer states that the aviva meter has burn marks on the screen display, with a rainbow effect surrounding the area. Burn mark is located on the bottom left corner of the screen, with a "sunlike" appearance and blue color that gets darker across the left side of the screen. Customer stated the there is also small appearance on the bottom of the screen on the right hand side and upper right corner as well. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.